Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm a crisis event. The log files were sent in and are currently awaiting qa review before the customer decides whether to send the unit in for repair. There was no patient harm reported as a result of this event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm a crisis event.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with the bedside monitor (bsm) (mu-671ra; sn (B)(4)). From patient monitoring: the vtek alarmed multiple times and then it did not alarm crisis. Service requested: troubleshooting. Service performed: on (B)(6) 2017 nk ts advised the customer to test the alarms on the simulator and check if anyone had cleared the alarms after they first alarmed. Customer reported that the device was alarming on a simulator. Customer insisted on getting a call back from clinical to check the alarm settings before sending the device in for evaluation. Multiple calls to the customer were met with no response. No further communications from the customer were documented relating to this ticket or this device. Investigation summary: the root cause of the issue was undetermined due to incomplete information regarding issue resolution. The overall risk of this event, taking into consideration of severity and probability, is "low."

Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm a crisis event.